Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. However a hole was found in the cannula which could have lead to high blood glucose levels for insulin may not have been delivered to the patient. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 340 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (hip), the pod's cannula was found bent backwards. As treatment, a manual injection of insulin was given and pod was removed.